Manufacturer narrative:
(B)(4). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was believed to have been due to "spontaneous bacteria" due to the patient's medical history; however, as this could not be confirmed, the cause has been assessed as unknown. The event was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized eight days after onset of the event and was treated with intraperitoneal gentamicin and vancomycin (doses, frequencies and duration not reported, treatment was discontinued at the time of this report). The patient was discharged four days after hospitalization and was recovering from the event. Pd therapy was ongoing. No additional information is available.